Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model.

Event description:
A lawsuit alleges that the lead was "defective" and the patient "continued to suffer injuries." The lead is still in use. (B)(6) 2011: an allegation from an attorney indicated the patient died approximately four years and seven months post implant of the right ventricular lead. Further review revealed patient died approximately two months post cardiac resynchronization therapy with defibrillator crt-d can replacement as well. It was also noted the patient "continued to suffer injuries."